Event description:
Per the clinic, it was reported that the patient developed pain and a hearing perception of "humming". Subsequently, the patient was treated with a course of oral antibiotics for a duration of 10 days (date not reported).